Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was initially reported on (B)(6) 2014 the patient had withdrawal with symptoms of fever, lethargy, bad taste in mouth, weakness, and chills. The pump was refilled on friday and withdrawal started friday afternoon to early saturday. The patient was admitted to the emergency room. There were no alarms. The pump was being used to deliver morphine. It was later reported that it was unclear what changes were made, if any, to the drugs of doses at the friday refill. Additional information received reported the pump was refilled around (B)(6) 2013 and two days later the patient went to the emergency room with complaints of increased pain. The patient had not really felt right since. It was noted the patient would need a post-MRI pump check on (B)(6) 2014. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported on (B)(6) 2014 that the post-MRI pump check showed a restart. No troubleshooting was done in the emergency room. The cause of the symptoms was an unknown issue. The patient thought the pump had not been refilled yet and was out of medication, when in fact it had been refilled two days prior. Post ¿MRI¿ the patient did not feel like he was getting much pain relief.